Manufacturer narrative:
Second test isq set lot #091662401 stock code #71 stop watch k-92, sun time: 60 minutes. Product used: replate. Set date: 185 ml/hr. Amount delivered: 188 ml. Calculated delivery: 185 ml. Volume fed reading: 185 ml. Pump delivered within specifications during both test. Complaint of 31 ups not confirmed.

Event description:
Homecare pt was being fed using a pump. 200-250 ml of an enteral feeding solution with fiber were hung, and the pump was set to deliver 185 ml/hr. 200-250 ml were delivered in 1 hr. One pt involved.